Manufacturer narrative:
No device was returned to the manufacturer for investigation. The blue piece of plastic was returned on (B)(4) 2012, and was examined microscopically. The piece was a hard plastic and appeared melted. The color of the piece matched the color of the shaft of an endoscopic trocar belonging to another manufacturer. It was believed that the piece may have been the blue distal tip of the trocar that was used during the procedure and was damaged when the harmonic scalpel was inserted through the trocar.

Event description:
It was reported that during a bariatric procedure a blue piece of plastic fell out of the jaws of the device and into the patient after first insertion of the device into the trocar and into the patient. The piece was retrieved, and the device was used for the entire case. There was no patient injury.